Manufacturer narrative:
A ventilator was reported failing pre-use check (puc). Our field service engineer investigated the ventilator on site and found that the issue is in the expiratory pressure transducer printed circuit board (pcb). Logs were not provided. However, the failed pressure transducer pcb was returned for further investigation. The returned pressure transducer pcb was mounted in a ventilator for simulated use testing and it failed in pre-use check with the internal leakage test and pressure transducer test. Our conclusion is that the reported problem was caused by a defective pressure sensor on the pressure transducer pcb. A defected pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).